Event description:
Report received via internet stating "facility has had one incident of leakage with this". States used occurred in radiology "probably with high pressure injectors". No pt. Injury reported.